Event description:
#22ga. 1 inch inserted in right forearm for IV access. No IV solution hung. When catheter was removed 2 1/2 hrs later, catheter tip not present. Follow-up x-ray revealed catheter remnant in right forearm vein. Pt to or for removal.